Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 91 mg/dl. The customer states the pump has a broken piece by reservoir and has been on her back up pump for couple weeks. Troubleshooting was performed for damage and noticed cracked near reservoir compartment. The customer states reservoir did not lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker and stained address/serial number label. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.